Event description:
Healthcare professional reported deflation against left side device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: defation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on jul 29, 2022. With catalog number mcghan300cc. Visual analysis of the returned device identified: broken plug strap, yellow particles on the surface of the shell. Leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. - no openings or issues related to deflation device were observed. - broken sharp on plug strap assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported deflation against left side device. Device has been explanted and replaced.